Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a hair found in the pouch . A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. A ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter, specifically a hair, was found in the minicap packaging. The patient did not use the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.